Manufacturer narrative:
Exact date unknown, event occurred six months after implant procedure. Explant date: 2017.

Event description:
It was reported that the patients was no longer getting adequate pain relief. The patient underwent an ipg explant procedure and the leads remain implanted in the patient. No further information has been obtained despite good faith efforts.